Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s girlfriend reported via phone call that the customer was experienced low blood glucose level. Customer¿s blood glucose level was 33 mg/dl. Customer stated that the change sensor alarm. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.